Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. When the device was noted to be close to eri prematurely. After reviewing session records, it was noted that overestimation during the midlife plateau phase of the battery curve was causing a longevity discrepancy during interrogation and not premature battery depletion. Monitoring will continue.